Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that there was free flow when there shouldn't be could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris¿ pump infusion set had issues with the infusion free-flowing when disconnecting the pump from the tubing. The following information was provided by the initial reporter: "the cvicu mgr was called by bedside nurse to witness free flow from tubing engaged in turned off alaris pump channel. Bedside nurse programmed IV pump to deliver blood, followed by normal saline flush. Blood was infused timely without any alarm. Bedside nurse turned pump off and noticed free flow when disconnecting from tubing. The cvicu mgr witnessed the free flow. Channel was not opened, pump, channel tubing are kept intact. Biomed team was called and also witnessed same issue. Cap was placed at the tubing end, distal clamp was rolled off. Biomed secured entire system for expertise. Pt was not harm during blood transfusion".